Event description:
Philips received a complaint on the v60 device reporting a low tidal volume while in clinical use. An alternative device was used to continue therapy to the patient. No harm to a patient/user occurred as a result of this issue. The philips authorized service provider (asp) evaluated the device and confirmed the reported problem. The asp determined the air oxygen mixing module is faulty. Currently the part is unavailable to complete servicing. The device is not yet repaired and remains out of service.

Manufacturer narrative:
Initial reporter information: (B)(6).

Manufacturer narrative:
The necessary part required for correction (rp-gas delivery system (gds), v60), is backordered and remains unavailable. Therefore, the repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.